Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model tm94, serial number/date code and age of device are unknown. The owner's manual part number 1122145 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer alleged malfunction; the wheels on the m94 power chair are allegedly not touching the ground at the same time. Consumer also alleged that the battery does not hold a full charge. No injury alleged.

Event description:
Customer alleges the wheels are not touching the floor at the same time and chair not holding a full charge. No injury alleged.